Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Unique identifier - (B)(4). Concomitant medical product(s) - comp primary stem 10mm mini, catalog#: 113630, lot#: 271140; versa-dial/comp ti std taper, catalog#: 118001, lot#: 520280; pt hybrid glen post regenerex, catalog#: pt-113950, lot#: 956640. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-00282 / 00283).

Event description:
A clinical patient who underwent a right shoulder arthroplasty has experienced complications of pain, immobility and tenderness at 6 weeks post-implantation and also pain, immobility, instability, dislocation and subluxation at three months post-implantation. No revision has been reported to date.